Event description:
It was further reported the 80% stenosis in the distal left anterior descending (dist lad) artery was pre-dilated with a 2.0mm balloon and treated with a 2.0 x 8 mm bare metal stent with 0% stenoisis. The 90% stenosis in the diagnoal branch 1st diagonal (1st diag) was predilated with a 2.0 balloon with 50% residual stenosis. A dissection was noted in the mid, lad requiring a 2.5 x 12mm taxus stent for stabilizatin. There was 0% residual stenosis with timi iii flow. The patient was started on asa and plavix prior to discharge the next day. The patient was admitted the next day with expressive aphasia and mild right facial droop. Of note, the patient has a history of chronic atrial fibrillation and had been on coumadin. Coudamin was held for 5 days prior to implant procedure and it was not restareted priorto discharge. CT scan revealed no acute intracranial abnormalities and carotid doppler showed no significant stenosis of the carotids, but some plaque at the bifurcation of the common carotid artery. MRI showed no acute cerebrovascular accident or intra cranial hemorrhage. Echocardiogram was completed. However, the report was not available. The patient's speech continued to improve, however a slight slur was noted at the time of discharge. The patient was restarted on coumadin, aspirin and plavix prior to discharge 4 days later.

Event description:
Clinical study. It was reported that 5 days after a coronary artery drug eluting stenting procedure the pt experienced a cerebral vascular accident (cva). The lesion being treated was a 2.50 60% stenosed distal left anterior descending (dist lad) artery. The vessel had been previously stented wtih a bare metal stent in 2002. The lesion was predilated. The physician then placed a taxus express 8.8% 2.50x12 drug eluting stent in the dist lad. The next lesion treated was the 1st diagonal (1st diag) artery. The lesion was predilated. Then the physician placed a guidant vision 2.0 x 8 mm stent in the 1st diag. There were no reported complications. The pt was discharged the next day on plavix and aspirin. The following month the pt experienced a cva and was rehospitalized. In the opinion of the physician the pt experienced atrial fibrillation and has a speech impairment. The pt was restarted on coumadin, aspirin and plavix. The pt was discharged 4 days later.